Manufacturer narrative:
Currently, it is unknown what degree the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the event. The medical records indicate the patient was treated for adhesions. Adhesions is a known possible adverse reaction listed in the IFU. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00142 for information related to the composix kugel mesh implanted on (B)(6) 2006.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent implant of a non bard dual mesh during repair of incarcerated incisional hernia. On (B)(6) 2006 - the patient underwent implant of a bard composix kugel hernia patch during repair of multiple incarcerated incisional hernias. On (B)(6) 2009 - the patient underwent partial explant of the bard composix kugel hernia patch and implant of a bard composix l/p mesh during an exploratory laparotomy with lysis of adhesions, and ventral hernia repair with mesh. On (B)(6) 2012 - the patient underwent a right colon resection with release of adhesions. The bard composix l/p mesh was visualized during this procedure along with a non bard mesh,of note, both the non bard and the bard composix l/p mesh were cut through and repaired at the end of the procedure.